Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 363083 batch no. 0283801. It was reported that tubes are losing the vacuum halfway through drawing blood. ¿we have been experiencing a problem with the new blood tubes losing their vacuum halfway through drawing blood. A nurse started to notice this and brought it to my attention. I have asked that they start documenting the tubes and lot numbers. This example below is a blue top tube with lot number, however they have also noticed this issue in green top tubes and purple tops¿."

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 363083 batch no. 0283801 it was reported that tubes are losing thie vacuum halfway through drawing blood. ¿we have been experiencing a problem with the new blood tubes losing their vacuum halfway through drawing blood. A nurse started to notice this and brought it to my attention. I have asked that they start documenting the tubes and lot numbers. This example below is a blue top tube with lot number, however they have also noticed this issue in green top tubes and purple tops¿."

Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.